Event description:
The customer called and stated that they were changing their set when they noticed that the lead screw was detached from the pump. It was stated that the pump was working fine the night before the call. Device was not dropped or bumped.